Event description:
Caller states that the inform base unit has black burn marks on the plastic in the well, in and around where it would connect with the meter. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.